Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was due to an integrated circuit, designator u5 from the power pcb assembly.

Event description:
It was reported that the device would not power on with ac or dc power. There was no pt use associated with the reported failure.